Manufacturer narrative:
The na electrode lot number and expiration date were requested, but not provided. The field service engineer checked all adjustments. The pressure sensor and flow path of the sample probe were decontaminated. Calibration, controls, and precision studies were ok. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the na electrode on a cobas 8000 ise module. The customer encountered the issue after having poor quality control recovery. Some troubleshooting was performed and the customer received a pressure sensor alarm. When trying to operate the analyzer again, the customer noticed the analyzer was leaking. The field service engineer checked the analyzer and performed some actions. After the service visit, the customer ran routine samples and noticed low patient results. An example of data was provided for one patient sample. The sample initially resulted in a na value of 90 mmol/l. The sample was repeated three times, resulting in na values of 139 mmol/l, 86 mmol/l, and 138 mmol/l.